Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 08/17/2016, that on (B)(6) 2016, the receiver displayed a hardware error. There was no report of injury or medical intervention. No additional patient or event information is available. It was reported that a pediatric patient was using a receiver approved only for adults. Labeling indicates: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and did not find any errors related to the customer complaint. The reported event of a hardware failure was not confirmed. A root cause could not be determined.